Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Item # 15-106050, cup, lot # 114060, item # 11-103205, femoral stem, lot # 079420. Legal notification.

Event description:
It was reported that a patient underwent a revision surgery approximately 8 years post implantation due to adverse local tissue reaction. Medical records indicate abdominal wall fluid around the right hip. There was quite a bit of cloudy fluid underneath the fascia signifying that the capsule was not intact. Surgeon discovered pale yellow, thick synovial tissue with very little vascularity covering the greater trochanter. A synovectomy was performed. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.